Event description:
Baxter sales representative reported to product surveillance, on behalf of nurse of the facility via email, of an administration set in which nurse observed leaking of saline from the set at the connection of extension set and micro clave connector (manufacturer: ICU medical/hospira). The reported condition occurred during priming of the set with saline before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4): the customer reported condition of an administration set in which nurse observed leaking of saline from the set at the connection of extension set and micro clave connector was confirmed during sample evaluation. One sample was available at the plant for evaluation. During the visual inspection, it was observed that the unit had a flash condition on the surface of the micro bore winged female luer lock adapter. The sample was then functionally tested and the unit leaked. The assignable root cause of the reported condition is unknown. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.